Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with around 160 units of insulin during the load sequence. Customer¿s blood glucose level was 166 mg/dl. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.